Event description:
It was reported that during a breast biopsy procedure, two probes were not bringing the samples back. A third device was used to complete the procedure, there was no patient consequence.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.